Manufacturer narrative:
The subject device was returned to olympus for evaluation. During incoming inspection, a broken pusher was found inside the biopsy channel port inlet. The pusher was subsequently removed. Further inspection and testing found that there was play of the up/down knob due to wear of the angulation wire, and the image was disturbed when the connector was pushed due to damage on the plug unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a "pusher" left inside the biopsy channel during an endoscopic retrograde cholangiopancreatography procedure (ercp) and could not be removed. The customer also noted that it was realized during the procedure that the length of the pusher was not compatible with the scope being used for the intended procedure. The procedure was completed with another similar device. There was no patient/user harm or injury reported due to the event. The customer confirmed that the device was inspected prior to use and there were no issues identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the object remaining inside the biopsy channel port was an accessory (pusher), not a piece from the subject device. The user used a pusher which was too short for the subject device; therefore, it is likely the incompatible accessory became broken and remained inside the biopsy channel port when used with the device. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use: instrument compatibility: refer to ¿combination equipment¿ on page 121 to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage." Olympus will continue to monitor field performance for this device.